Event description:
It was reported that a spectrum iq pump did not register the door was being shut during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, not registering the door being shut was reproduced. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link screw is loose at the up switches. The link requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.